Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and away from direct light, preferably stored in the original packing box. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. The device was not returned.

Event description:
It was reported that at noon on (B)(6) 2022, the patient underwent right testicular epididymectomy and right testicular epididymal abscess incision and drainage. After the operation, the foley catheter was indwelled and on the same day the patient's urinary catheter was found to be prolapsed. The user checked the urinary catheter, the water bladder was intact and there was no blood oozing from the urethral opening. It was stated that the urinary catheter was taken back to the treatment room, the water bladder was re-injected with saline and squeezed repeatedly. The water bladder was found to be leaked. The urinary catheter was then re-indwelled according to the doctor's advise. It was also stated that the reinsertion of the catheter was increasing pain. No medical intervention was reported.